Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient discontinued using the scs system approximately six months after implant as stimulation caused pain in her feet. As a result, the system was explanted per the patient's request. The ipg explant has been addressed in reference MFR. Report: 1627487-2014-15860.